Manufacturer narrative:
(B)(4). Malformed clip; anti backup failure. Evaluation summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled and upon the first firing a double fed incident occurred causing one pear shaped clip and one unformed clip; 3 clips were fed and formed properly; 6 clips were malformed due to a non-functional anti-backup. However, no jamming issues were noted during functional testing. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed. They opened a new one to complete the procedure. There was no patient consequence.